Manufacturer narrative:
Additional information: b5, h6. Investigation of the reported failure mode has been completed. The pump was not returned for investigation. Data log shows several placement signal (ps) low alarms, with ps readings dropping close to zero without significantly impacting optical signal parameters or pump performance. Several suction alarms were present at that time. As per the clinical details, there was some unconfirmed positioning issue during the placement signal and suction events, where the pump was found to be deep and was also found to have been pulled into the aorta during repositioning. Optical sensor issue: the cause of the optical signal issue was not determined, as the product was not returned and sufficient clinical information was not provided. Pump suction: the cause of the suction issue was not determined, as the product was not returned and sufficient clinical information was not provided. Device in wrong position: the cause of the positioning issue was not determined, as the product was not returned and sufficient clinical information was not provided. Clinical symptoms (tachycardia, unspecified infection): the root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms(hematoma): the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The pump was explanted on day 16 with placement signal loss.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump support placed for the patient admitted in with prior coronary artery bypass graft and st-segment elevation myocardial infarction. The pump was placed and was supporting when they observed was suction and poor pump positioning. The patient experienced tachycardia with the position. The pump was repositioned and tachycardia resolved. While on the support the patient had an infection presumed to be from the pacer, this prompted the pacer removal and temporary new pacer placed. A hematoma was reported at the old pacer site and (B)(4) units of red blood cells were given. The pump was later explanted and the patient survived.